Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1031 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv1031), have been reported from the same facility.

Event description:
It was reported the flushing of the catheter caused a perforation that formed a hole. No other information was provided.